Event description:
It was reported that an unspecified diagnostic anomaly and over-sensing due to electromagnetic interference (emi) was noted on a patient's insertable cardiac monitor (icm). No intervention was reported. There were no patient consequences.